Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a few minutes into treatment with an ak 96 machine, frequent pressure alarms were triggered and a water leak was observed. The accumulated (after 20 minutes of ultrafiltration) showed a reverse ultrafiltration of 0.2 kg. The treatment was stopped, blood was returned to the patient and another machine was used to continue treatment. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.